Event description:
The nurse approached the rt [respiratory therapist] about the CPAP [continuous positive airway pressure] device being off while on a patient. The rt went to bedside and noticed the device was off even though it was plugged into a red emergency outlet. The rt turned the device back on and stayed in the room. The rn and rt were turning the patient and the machine shut off spontaneously a second time. The rt then pulled the device out of service and replaced it with a different CPAP device.